Event description:
The patient presented with skin breakdown and infection-"could see the pump through the skin". The hcp debrided the skin, placed the patient on antibiotics, and explanted the pump. The patient developed pneumonia and was hospitalized for 11 days post explant. The patient is now doing okay, is being maintained on oral baclofen, and may be reimplanted if gains enough weight.